Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to cracked and bleeding lcd glass. The pump had scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 12 mg/dl. The customer fell down the stairs and the pump screen was scuffed. There were no cracks but the screen was distorted and the text became black and patchy. Troubleshooting was not able to resolve the issue. The device was returned for analysis.